Event description:
During functional testing at zoll medical's technical service dept the device displayed "pacer disabled" and "pacer fault 115" messages. There was no patient involvement in the reported malfunction.